Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, fse checked the ipc and found that the mdu f10 fuse blown, and ipc was defective. The fse replaced the ipc and re-installed the software. After replacement of the ipc and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system could not boot up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.